Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd cor¿ gx instrument, there were 3 potential false negative results. The customer reported that the instrument resulted 3 samples as negative but observed that the curves for these samples were unusual and seemed to cross the threshold. Normal bacteriology results were then performed, but customer stated that zero samples were proven to have false results from confirmatory testing. No adverse impact was reported regarding the patient or user. This is report 3 of 3.